Event description:
It was reported that the label reads 12mm x 200mm, while the drawing indicates 12mm x 220mm.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Complaint is confirmed; the incorrect description was found on the label, surgical technique, and in the as400 system. All trial stems have had this description since a label change was requested in (B)(4) 1999. Hold order (B)(4) was initiated on (B)(4) 2012 an rescinded on (B)(6) 2012. (B)(4) was conducted and determined no patient or regulatory compliance risk via (B)(4) on (B)(4) 2012. The label change was implemented via (B)(4) on (B)(4) 2012. The as400 description change was completed through (B)(4). Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.